Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, causing recorded at/af episodes. The ra lead remains in use. No patient complications have been reported as a result of this event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).